Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed to resolve the issue. In addition, it was reported that the battery gauge was intermittently observed to be fluctuating. Blood glucose level was in the 300's (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.